Manufacturer narrative:
Patient information was not made available from the site. Site is reporting that the tera tracker does not fully seat when they attach the instrument. Medtronic specialist has confirmed that the tera tracker is a calibrated instrument so the tip position should be accurate in the software despite the fact that the two instruments do not sit flush. On 04/19/2016 a medtronic representative, following-up at the site, reported teratracker and a passive planar known to be accurate on a sawbones model. On 04/27/2016 a medtronic representative performed a side by side comparison. No inaccuracy issues were found. Brought in a comparison set and they all functioned as expected. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, the surgeon alleged an inaccuracy when using the thoracic probe with a teratracker. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.